Event description:
Pt had total hip replacemant approximately 2 1/2 years ago. Patient reports walking while working when his left lower leg gave out and he fell to his right. He presented to an outside facility where he was diagnosed with a prosthetic femoral neck fracture. Pt was transferred to our facility after diagnosed and a total hip revision was performed.